Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was on critical override. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override and not communicating after power surge. Upon logging into admin, it was found that the data port was connecting to a 169 ip address instead of the pyxis-assigned 172 ip range. The system was rebooted, and the customer completed an inventory of the medications in the drawer and no drawer faults were found. The system functioned as intended after the field service engineer repaired the device.